Event description:
The customer reported that the system locked up during use. A reboot was required to regain functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The voltage on monitor power supply was evaluated and readjusted. A complete filament calibration was performed. The system was tested and found to be working as intended and returned to service.